Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: facility name - tokyo metropolitan public health service ebara hospital h6: medical device problem code 1494 - indication for use

Event description:
It was reported that this was an arteriotomy closure of right common femoral artery with a prostyle device after a thrombectomy procedure using a 9f sheath. Reportedly, when the plunger was removed in step 3, the suture separated. The device was removed, and the knot was noted to be untied. Hemostasis was achieved with a new prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.